Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during a glaucoma filtration device (gfd) implant procedure, the gfd was clogged and no flow of aqueous humor was confirmed when the gfd was implanted. The gfd was removed and a new one was implanted during the initial procedure and the surgery was completed.

Manufacturer narrative:
Product evaluation: the sample has been received and investigated: the eds (ex-press delivery system)wire was fully depressed and didn¿t protrude from the cannula opening. The returned device had multiple residues. Inner illumination before cleaning: the lumen is clogged. Inner illumination after cleaning: the lumen is open. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no similar complaints for the reported lot. It seems that the eds trigger was fully depressed and performed its functionality releasing the shunt. Therefore, the complaint cannot be confirmed. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. Since the complaint cannot be confirmed, the root cause cannot be determined. The manufacturer internal reference number is: 2018-42750.